Event description:
Baxter reported "the patient connector (of the transfer set) was separated from the titanium adapter." This was noted during use with no patient injury or medical intervention reported according to the complaint coordinator.